Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the supply performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: the catheter is mounted in a drainage tube. The catheter has been stretched broken at the codman wye. The wires are exposed wrapped around the connector. The pressure sensor is functional. There was debris over the pressure sensor. There is tape wrapped around the connector. Due to the condition of the catheter, the supplier was unable to perform testing. Based on the above evaluation it appears that the device was inadvertently damaged/broken by the customer. No further action is required. Trends will be monitored for this or similar complaints.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that the device was revised as it was noticed that the sensor was broken three days after implantation. The patient is said to be doing well.